Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported right heart failure, as well as a direct correlation to the device could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," outlines indications of right heart failure and provides the suggested treatment for patients with right heart failure, including implantation of a right ventricular assist device (rvad). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following left ventricular assist device (lvad) implant, the patient began experiencing severe right ventricular dysfunction, right heart dilation, poor filling of the left cavities of the heart, severe vasoplegia, and the inability to maintain lvad flows. A right ventricular asist device (rvad) was required.